Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device was reported as remains implanted and therefore, not returned to lenstec. Lenstec can also confirm that there have never been any confirmed lens-related cases of tass of our hema lenses. There is no evidence to suggest that any aspect of this device was responsible for the reported inflammation. A supplemental report will be submitted once additional requested information is provided.

Event description:
Lenstec received an email stating " on (B)(6) 2022, cataract surgery was performed on the patient. After surgery, the lens had pigmented spots and the patient got intraocular inflammation". There was no patient injury or surgical intervention noted, lens remains implanted.

Event description:
Lenstec received an email stating " on (B)(6) 2022, cataract surgery was performed on the patient. After surgery, the lens had pigmented spots and the patient got intraocular inflammation". There was no patient injury or surgical intervention noted, lens remains implanted.

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device was reported as remains implanted and therefore, not returned to lenstec. Lenstec can also confirm that there have never been any confirmed lens-related cases of tass of our hema lenses. There is no evidence to suggest that any aspect of this device was responsible for the reported inflammation. The assessment by the medical monitor stated that the cause, course, exact location, or appearance of the alleged spots are unknown and given the lack or prior batch/lot complaints or other red flags, the iols are less likely to be related.

Event description:
Lenstec received an email stating " on april 19, 2022, cataract surgery was perfromed on the patient. After surgery, the lens had pigmented spots and the patient got intraocular inflammation". There was no patient injury or surgical intervention noted, lens remains implanted.

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device was reported as remains implanted and therefore, not returned to lenstec. Lenstec can also confirm that there have never been any confirmed lens-related cases of tass of our hema lenses. There is no evidence to suggest that any aspect of this device was responsible for the reported inflammation. The assessment by the medical monitor stated that the cause, course, exact location, or appearance of the alleged spots are unknown and given the lack or prior batch/lot complaints or other red flags, the iols are less likely to be related.